Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the physician noticed bubbles in the sheath when aspirating after removing a non-bsc mapping catheter. The physician was able to aspirate and remove the bubbles, but again noticed bubbles when inserting farawave catheter. Upon trying to aspirate again, the physician was unable to draw fluid into the syringe. Opening and closing the flush port before attempting to aspirate with the syringe allowed bubbles to be removed and farawave was inserted and used to ablate. When pulling farawave out in order to re-insert the non-bsc mapping catheter to post-map, physician again noticed that no fluid was being drawn into the syringe from the sheath. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the physician noticed bubbles in the sheath when aspirating after removing a non-bsc mapping catheter. The physician was able to aspirate and remove the bubbles, but again noticed bubbles when inserting farawave catheter. Upon trying to aspirate again, the physician was unable to draw fluid into the syringe. Opening and closing the flush port before attempting to aspirate with the syringe allowed bubbles to be removed and farawave was inserted and used to ablate. When pulling farawave out in order to re-insert the non-bsc mapping catheter to post-map, physician again noticed that no fluid was being drawn into the syringe from the sheath. The procedure was completed successfully. No patient complications were reported.